Manufacturer narrative:
(B)(4) (surgical intervention required, extended or time) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing end to end anastomosis during an open colostomy takedown, the device partially fired and a component disengaged into the patient's cavity. The surgeon was able to retrieve the disengaged component with a grasper. To complete the case the surgeon had to manually sew the anastomosis. The donuts were incomplete. The surgical time was extended by one and a half hours.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.